Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit, which was not resolved by battery replacements. The blood glucose reading was 27 mmol/l. The customer stated that the battery had been changed out 4 times and the alarm still persisted. The high blood glucose was treated with an insulin pen. Nothing further reported.